Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device with external paddles installed, the device intermittently only charges up to 50 joules maximum when attempting to charge to 360 joules. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na